Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was successfully deployed using an 18-fr introducer sheath, followed by a contralateral leg component (pxc141000j/14875939) being implanted with a 12-fr introducer sheath. Upon retrieval of the delivery catheter for contralateral leg component, there revealed a linear-shaped object remaining in the valve of 12-fr sheath. It was reportedly unknown what the linear-shaped object is. Another 12-fr sheath was used, and touch-up ballooning was performed. Final angiography did not reveal endoleaks, and the patient tolerated the procedure.

Manufacturer narrative:
A foreign object was returned and an engineering evaluation was performed. Engineering confirmed that the foreign object was approximately 25mm in length. The returned material matches adhesive torque bumps used on delivery catheters for contralateral leg components. Because the catheter used in the procedure was not returned for evaluation, it could not be confirmed that the material came from the catheter used. The root cause for detachment of the torque bump could not be determined with the currently available information.